Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool&#59411;smarttouch &#59394;bi-directional navigation catheter and a signal interference issue occurred. Upon routine set up, connecting cable to catheter first and then the cable to the patient interface unit, the catheter was inserted into the patient and immediately caused complete distortion of all the bard and carto signals and electrocardiograms (ECG) both intracardiac and body surface. The catheter was removed from the patient and the ECG signals returned to normal. Troubleshooting was performed and the same signal issue occurred upon inserting the catheter into the patient. It had the appearance of some kind of current leak from the catheter. The physician was able to monitor the patient's heart rhythm through the defibrillator monitor and harmony amid monitoring system. The catheter was replaced and the issue was immediately resolved. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was received for analysis by the biosense webster failure analysis lab and it was discovered that the body shaft of the catheter was broken at approximately 76.02cm from distal tip end and coil wire was exposed. This finding is MDR reportable because the integrity of the catheter has been compromised exposing internal components which poses a potential risk to the patient. The awareness date for this record is april 19, 2016 because that is when the reportable damage was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a signal interference issue occurred. The returned device was visually inspected and shaft was found bent and broken leaving internal wires exposed, which is why this complaint was reported to the FDA. Rupture point looks like it might have happened while bending and unbending the product. Further information was requested regarding the condition of the catheter; however it has not been made available for bwi. An internal corrective action was created to address the thermocool smart touch broken shaft issue, this catheter was manufactured before that the corrective actions were implemented. The catheter was tested for electrical performance and current leakage was observed on electrodes. Further inspection revealed that catheter electrical internal components were covered by reddish and white materials at the shaft damage section, this condition might be related to the current leakage failure; however it cannot be conclusively determined. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. Based on available analysis results, complaint appears to be caused due to the damage observed at the shaft area.